Event description:
Technician alleged that the foot section of the stretcher, the brakes do not hold. No injury reported.

Manufacturer narrative:
Technician located the problem and it is that the brake and steer casters are worn. Technician replaced foot casters to resolve the issue.